Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture and the patient experienced muscle stimulation resulting in discomfort. The ra lead was explanted. The patient was in stable condition throughout the procedure.